Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient was not receiving therapy. As a result, surgical intervention took place where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.